Event description:
Procedure type: hernia. According to the reporter: distal seal of pouch was not sealed when specimen was placed into the bag it fell through. Surgeon was able to remove the piece and use another bag to continue the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No device fragment or component fell into the patients cavity. No device fragment or component was left in the patient.

Manufacturer narrative:
(B)(4).